Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was working properly. There was no known cause of the reported issue, and no further action was be taken. The device was submitted for functional and delivery testing following completion of repair activities and will be returned to the customer once acceptable test results are confirmed.

Event description:
It was reported the device doesn`t give bolus, the display is black and it alarms. There was no patient involvement.